Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). 8015 unit serial # (B)(4). Customer called in for help he had keypad failer so he replace the front case w/keypad before call in, and notice the top keys on the front case is still not working confirm he had the right keypad on unit by checking serial number of the unit 8015 4.7 unt ask was the front case purchase from us, and at that time he notice the package was different and the keypad did not have carefusion alaris pc on it the keypad was blank. His issue was he did not have a carefusion keypad will have to replace keypad with correct one.